Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is experiencing hip prosthesis complications. Patient alleges a cobalt build up with metal ion levels at 10.5 and stated it should be at 1. Patient is also experiencing muscle pain. Additional information received form litigation 09/25/2017. Allegedly the patient was revised due to the following complications: elevated cobalt ion levels; corrosion and pain (left).